Manufacturer narrative:
(B)(4): product evaluation: no analysis results available; device discarded by user facility.

Event description:
It was reported that "the blue plastic coating trocar has taken off and fell into the pedicle." There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of this report: (B)(6) 2015. The pak needle was used to break the cortical bone. When it was removed, a piece of the blue plastic coating remained in the patient. The doctor did not do additional procedures to remove it; at this time, there is no complication from its remaining in the patient. There was no patient impact. Is this a single use device that was reprocessed and reused? No. (B)(4). Date received by manufacturer: (B)(6) 2015. Usage of device: initial.

Event description:
Additional information received: the pak needle was used to break the cortical bone. When it was removed, a piece of the blue plastic coating remained in the patient. The doctor did not do additional procedures to remove it; at this time, there is no complication from its remaining in the patient. There was no patient impact.